Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, diopter unknown, in the patient's right eye (od) on (B)(6) 2016. The reporter indicated the patient's intraocular pressure was quite high initially and the patient was given an injection. The event was resolved but the pupil is unreactive (fixed) and fully dilated. The lens remains implanted.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. (B)(4).